Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional/performance evaluation: the sample was not returned for evaluation. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current maxcore disposable biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, allegedly the hcp collected a tissue sample and when the hcp placed the device on the tray, the device fired by its own which made the tissue that was collected deflect on to the tray as well. There was no report of pt injury.